Manufacturer narrative:
This supplemental report is being submitted to provide information from the olympus endoscopy support specialist (ess). As part of our investigation, an olympus endoscopy support specialist (ess) visited to the user facility on (B)(6) 2019, however, the ess did not perform an observation on the reprocessing practice but did provide a training in reprocessing and provided a copy of the ontrack in-service forms for future reference. The cause of the reported event could not be conclusively determined. As a preventive measure, the instruction manual provides several warning and caution statements in an effort to prevent cross contamination and equipment damage which states, ¿the probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and/or the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically. An endoscope with an observed irregularity should not be used, but should be inspected. If the irregularity is still observed after inspection, contact olympus. Perform a leakage test on the endoscope after each pre-cleaning procedure, including confirmation that there is no leak from the forceps elevator, while raising and lowering the forceps elevator. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿

Manufacturer narrative:
This supplemental report is being submitted to provide the scope's independent lab test results and physical evaluation results. The scope was sent to an independent laboratory for microbial testing. The scope's instrument/suction channel tested positive for micrococcus yunnanensis and micrococcus luteus. In addition, the air/water channel tested positive for staphylococcus aureusthe. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a device evaluation. The evaluation was not able to confirm the reported event visual inspection was performed on the scope and there were no signs of foreign material/stain inside the biopsy channel/port, and suction channel/port when inspecting the channels. Additionally, there were also no signs of foreign materials/stain found with the insertion tube, bending section, elevator forceps or the distal end. The scope passed the leak test. In addition, the both bending section cover glues were noted to be discolored; there was a crack on the bending section cover glue at the distal end side. The scope has been repaired and returned to the user facility.

Manufacturer narrative:
The device referenced in this report was returned to olympus but the investigation is in progress. A review of the instrument history showed that the user facility purchased the device on (B)(6) 2017 and was last returned to olympus for service on may 21, 2018. As part of our investigation in this report, olympus dispatched an endoscopy support specialist (ess) to the user facility to observe their reprocessing practices. To date, the ess visit has not been finalized. The exact cause of the reported event cannot be conclusively determined at this time. However, if additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the device culture tested positive for paucimobilis twice after it has been reprocessed in an olympus automated endoscope reprocessor, oer-pro. There was no patient infection associated with this report.